Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing with no asystole greater than two seconds, decreased impedance measurements of less than 200 ohms, and loss of capture. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) to confirm a lead issue. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.